Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. Device communicated properly with the test blood glucose meter. The test value was sent by the meter and received by the insulin pump. Device also communicated properly with the guardian link and the test plug. The test value was displayed on the insulin pump sensor graph screen. No calibration anomaly noted. Device uploaded properly using care link. Device had scratched case, cracked battery tube threads, cracked case at battery tube side, faded or stained serial number label, pillowing keypad overlay, stained keypad overlay and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via p hone call that the customer got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer was given glucagon to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having large sensor glucose versus blood glucose differences. The caller believes the pump is not working. Troubleshooting was not completed as the caller declined. The customer is pregnant and was advised to use manual injections by their doctor because of inaccurate sensor readings. The insulin pump will be returned for analysis.